Event description:
Treatment of a davf with onyx. It was reported after first onyx injection, the physician observed a slight change in the bp and hr of the patient. A second onyx injection was performed and the patient's heart rate rise up from 80/min to 140/min with rashes and chemosis. Hydrocortisone was given immediately and the patient's vital signs was back to normal. The embolization procedure was stopped. The patient was discharged one week later. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.